Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. The getinge field service engineer (fse) that had resolved the issue as mentioned in the initial emdr, provided additional repair information. The fse reported that the loose standoffs were the issue with the retainer clip being missing., and that the customer had set the clip to the side somewhere because it would no longer stay mounted due to the loose standoffs. Upon completion of our investigation, a supplemental report will be submitted. A contact person at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the getinge field service engineer (fse) resolved the issue by ordering a power supply, removable replacement and providing same to the customer to be replaced. The fse then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Upon completion of our investigation, a supplemental report will be submitted. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the transport power supply for the cardiosave rescue intra-aortic balloon pump (iabp) was discovered to have a missing power cord retainer clip, as well as one of the retaining standoffs was loose. Specifically, the nut for one of the standoffs was rattling around on the inside of the power supply and came of the back of the standoff. There was no patient involvement, and no adverse event reported.